Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: b171000210, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. They replaced the dongle, verified system operational. The dongle was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Dongle failed visual inspection. Pin in dongle is broken off. Physically damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when replacing the panels on the system, the manufacturer representative accidentally damaged one of the prongs on the dongle. No patient was present at the time of the event. Additional information was received stating that the pendant appeared to function, but wouldn¿t clear the e-stop message until the new dongle was installed.  Once the new dongle was installed, the pendant worked like normal.